Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.50/+2.0/093 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6) 2024. The lens was removed on (B)(6) 2024 due to lens rotation not associated to a low vault. The lens was replaced with a longer length lens and the problem was resolved.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).